Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported patient experienced elevated blood glucose levels between 20-30 mmol/l and ketoacidosis. Caller stated they changed the infusion set two times without success. Caller reported the switched to another pump and then blood glucose level started to be stable; was treated with high doses of insulin. Requested return of the alleged device for evaluation.